Event description:
It has been reported that the bd nexiva closed IV catheter system¿ single port w maxzero¿ needleless connector has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: material no. 383557. Batch no. Unknown. It was reported that needle would not release after IV was started. Per email: the needle would not release after the IV was successfully started. Had to restart the IV - so a second stick for the patient. There were no injuries or blood or bodily fluid exposure to staff.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (Initial reporter phone: b)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd nexiva closed IV catheter system¿ single port w maxzero¿ needleless connector has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: material no. 383557, batch no. Unknown. It was reported that needle would not release after IV was started. Per email: the needle would not release after the IV was successfully started. Had to restart the IV - so a second stick for the patient. There were no injuries or blood or bodily fluid exposure to staff.